Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (screen blank or black) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor delivers pulse below the lower limit. The root cause for the damaged pin was thermal damage. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.